Manufacturer narrative:
Siemens filed the initial MDR 2517506-2018-00129 on 26-february-2018. Additional information (29-march-2018): a siemens customer service engineer (cse) was dispatched to the customer site. The cse inspected the aliquot, sample 1, reagent 1, and reagent 2 probes couplings, splines, gears, and belts. The cse also checked vacuum of drains and cleaned the drains. The cse ran server1 service method testing and quick check, which passed. A siemens headquarters support center (hsc) specialist reviewed the event data and determined that the customer uses stat spin for all stat samples except for vancomycin. The customer has been pouring the primary tubes into small sample container versus pipetting. The spun tubes were being inverted to check for sample quality and volume prior to loading onto the instrument. The cause of the discordant, falsely low vancomycin result on one patient sample is unknown. The instrument is performing within manufacturing specifications. No further evaluation of device is required. Method, result and conclusion codes have been updated.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). Siemens is investigating this issue.

Event description:
The customer was running patient samples in duplicate and informs that discordant falsely depressed vancomycin (vanc) results were obtained on a dimension vista 1500 system. The discordant result(s) was not reported to the physician and the patient sample was repeated on the same system. The repeated results were higher. The customer repeated testing on an alternate dimension vista system. The repeated result was higher and in the expected range. The repeat test result from the alternate system was reported. There are no reports of patient intervention or adverse health consequence due to the discordant, falsely depressed vanc result.

Manufacturer narrative:
Siemens filed the initial MDR 2517506-2018-00129 on (B)(6) 2018. Siemens filed the first MDR 2517506-2018-00129 on (B)(6) 2018. Additional information ((B)(6) 2018): siemens further investigated the instrument data and monitored the dimension vista 1500 instrument's performance to determine the cause of the discordant vancomycin (vanc) results. Siemens determined that two factors potentially contributed to the discordant vanc results. A delivery issue to the aliquot plate or cuvette, causing a decrease of sample volume to the cuvette, potentially contributed to the low vanc recoveries on the instrument. Siemens ran service methods tests for server 1 components and the tests repeatedly passed and recovered within specifications. Siemens determined that optimizing the aliquot probe offset height alignment could decrease the likelihood of bubbles forming in the aliquot plates when small sample size assays are delivered to the aliquot plate and made this adjustment to the instrument. Siemens ran tests to show that there were no issues after adjusting the aliquot probe height and monitored the instrument for 2 months. After 2 months of monitoring, siemens did not observe any vanc issues. Another potential cause of the low vanc recoveries can be contributed to pre-analytical variables with patient samples, causing an under delivery of sample to the aliquot plates intermittently. To resolve this issue, the customer replaced their centrifuge and indicated that instead of pouring samples into sample cup containers (ssc) cups, they will use pipettes to transfer samples to the ssc cups. After reviewing the vanc recoveries for over two months, siemens determined that the vanc assay is performing according to manufacturing specifications. Quality controls (qcs) have been recovering within expected ranges since (B)(6) 2018. The instrument is performing according to manufacturing specifications. No further evaluation of this device is required.